Event description:
A report was received that the patient's ipg was causing pocket site pain. The patient will undergo a pocket revision.

Event description:
A report was received that the patient's ipg was causing pocket site pain. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that no further course of action will be taken.